Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: g7 acetabular liner high wall, item # 010000929, lot # 3652581; g7 pps ltd acetabular shl 58g, item # 010000666, lot # 3863669. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-00184-1 and 0001825034-2017-00185. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).this report is number 1 of 2 mdrs filed for the same patient ((reference 0001825034-2017-00140 & 00184).

Event description:
During a procedure, the acetabular liner would not seat in the cup. Another liner was attempted and would also not seat. The acetabular cup was removed and replaced and a new liner seated correctly. This caused delay of 50 minutes.